Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that half of the face plate broke off on the rf device as surgery began. The surgeon was alerted to this as it could be seen on the camera/monitor during the arthroscopy. The piece of face plate could not be retrieved from the patients hip, it was seen on x-ray. The surgeon says it is in the soft tissue and shouldn't be an issue.